Manufacturer narrative:
The device was received. Investigation is not complete. Catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 01642. The domestic list number has a common device name of 80frn and has a 510k of k982159. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of saline. It was reported that during priming prior to patient use, an unspecified volume of solution leaked between the drip chamber and the tubing connection of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.